Manufacturer narrative:
Physio-control evaluated the customer's device and verified the device logged the reported event code into its memory. After replacing the main keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led during a patient event. Upon initial evaluation, physio-control did not observe any error code logged into the device's memory. During further testing however, the device logged an event code into its memory, which is related to a potential issue of the device to deliver defibrillation energy. There was no patient use associated with the reported event.